Manufacturer narrative:
No evaluation other description: analysis cannot be completed at this time due to pending litigation. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead alerted for high impedance and oversensing in the form of short ventricular intervals due to impending lead fracture. The pace/sense portion of the lead was capped and replaced. At a future procedure, the lead was tested and exhibited high impedance, high thresholds and low r-waves. Upon removal of the lead, the patient experienced cardiac tamponade requiring intervention. Further information indicated that the patient is part of a lawsuit alleging that the lead is inherently defective and that the patient may have suffered damages and losses including, but not limited to: emotional distress, including mental distress, anger, depression and anxiety. No further patient complications have been reported as a result of this event.